Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the retuned guide wire, and the reported peeling was unable to be confirmed; however, the teflon was noted to be scraped sporadically. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported peeling appears to be related to operational circumstances of the procedure. It is likely that inadvertent manipulation of the guide wire during advancement through the guide wire introducer, the guide wire became scraped along the teflon causing the appearance of peeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the bmw universal guide wire was peeling therefore it was not used in the patient anatomy. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.